Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was told that the battery was getting low and his lead was using more power. The patient indicated that he was surprised because he thought his device would last 6 years. Technical services (ts) discussed that the longevity of the device depends on how much the battery is used and the amount of energy needed. At this time, it is unknown which lead was using more power. Additional information indicated that the left ventricular (lv) lead has a relatively high threshold. The local field representative indicated there are no performance allegations reported by any health care provider (hcp). The local field representative indicated there were no adverse patient effects and that everyone is comfortable with the fact that this battery has already lasted over 4 years. Subsequently, the device was explanted and returned for analysis. Routine initial testing indicated that further testing was necessary.

Manufacturer narrative:
This device is undergoing analysis. Upon complettion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.